Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump screen was going black and then coming back. Customer's blood glucose was 200 mg/dl. The insulin pump had not been bumped, dropped, or exposed to moisture. There was no relevant damage or corrosion noted. Customer was advised to insert a new battery as soon as possible and if the display did not return, to revert to back up plan. The customer was further advised a replacement battery cap would be sent.